Manufacturer narrative:
(B)(4). Date sent: 4/28/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes, the staples was stapled across the renal artery, fired, and did not release with the usual mechanism. If yes, how was the device removed? The patient side of the artery had avulsed under the stapler, but the stapler remained locked to the specimen side. Thankfully the patient side had sealed and was not bleeding. The specimen side of the artery was clipped with a manual clip, and the portion of the vessel stuck in the stapler cut away from this so the stapler could be removed closed. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Manual override was attempted but this did not work. Did the jaws eventually open? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic nephrectomy procedure, the stapler was fired across the renal artery, staples formed but they could not open the jaws of the stapler at all. There was no patient consequence nor surgical delay reported. No additional information provided.